Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into examination of the device and potential repair measures. Upon request for further information it was solely responded that the device is back in use after evaluation made by a biomedical engineer of the hospital. It was not known to the contact person if any repair measures were conducted. The lack of information does only allow a general assessment and no case-specific evaluation. The device is more than 8 years old and since the measures of repair and preventive maintenance are provided by the hospital on own behalf and responsibility, the actual status of the device is not known to dräger. Since the exact type of alarm was not mentioned in the ufr, it cannot be concluded if a malfunction has occurred or not. The device is equipped with pressure and flow monitoring, divergences between the settings and the measured parameter will trigger dedicated alarms; the triggering conditions may vary from patient condition (e.g.) Obstruction of the upper airways), non-device related malfunctions (i.e. A leakage or obstruction in the patient circuit) or malfunctions of the device which may or may not have had an impact on ventilation (for example, an issue with the expiratory flow sensor is a monitoring issue only). A differentiation is not possible on the base of the available information. Finally, it can be concluded that the device responded as designed upon a deviation of unknown origin - corresponding alarms have been posted. Thus, the underlying issue is no previously unidentified or falsely assessed risk. All alarm, potential root causes and dedicated remedies are listed in the IFU. H3 other text : device not available for evaluation.

Event description:
It was reported that the ventilator posted alarms during use. As per report, the device was replaced in a controlled maneuver; no patient consequences were resulting from the event.